Event description:
Drill used during laminectomy was jammed, then suddenly started running again. This caused a jerky motion which resulted in a dural tear of the lamina and nerve injury. Dural tear was repaired.